Manufacturer narrative:
The reporter alleged that olympus negligently designed the unspecified endoscope and negligently specified the cleaning process of the subject device using another company's high-level disinfectant. The reporter also claimed that olympus negligently instructed user facility personnel in how to clean the subject scopes using the other company's high-level disinfectant and did not sufficiently warn users of the dangers of the cleaning process. The reporter also claimed that olympus negligently held the cleaning process for the endoscope as a safe process, when it was not. No devices was returned to olympus for evaluation, and no specific info regarding the model or serial numbers of endoscopes were provided. The exact cause of the user's claim could not be conclusively determined. Olympus instruction manuals advise users to use appropriate personal protective equipment, and to follow disinfectant manufacturer's instructions when reprocessing endoscopes. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that an employee allegedly sustained unspecified permanent bodily injuries due to repeated exposure to another company's high-level disinfectant while reprocessing olympus endoscopes.